Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was hard to remove and hub came off with it. The following information was provided by the initial reporter: spouse reported found 1 syringe shield hard to remove - when removed shield the needle hub went with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Device expiration date: unknown. Device manufacture date: unknown.